Event description:
Ercp (endoscopic retrograde choledochopancreatography) procedure was being performed. The stonetome wire broke during the procedure. A new wire was used, created a delay in the procedure. The old broken wire was removed. All pieces were identified and intact.